Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: delamination of valve and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, delamination of valve (>75% total separation), white particles inner the shell and wear abrasion. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination total of valve assessed as a cohesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.